Manufacturer narrative:
(B)(4). Evaluation: method: film (still images of svg). Results and conclusion: (length of procedure may have led to build up of residue on the procedural guide wire). (Force applied to the device). Evaluation summary: the device was bent, wavy and kinked approximately 20 cm, 40 cm and 58 cm distal to the strain relief. The hypo tube was stretched immediately proximal to the guide wire entry port. The balloon had been inflated. The balloon bond gap was intact. The balloon bond and a section of the inflation lumen were stretched and had burst. A still image of the saphenous vain graft was provided, however it does not show the integrity device and/or stent in the vessel.

Event description:
A 3.0 mm diameter x 22 mm length integrity rapid exchange (rx) coronary stent was deployed into a patient. The target lesion, located in a non-tortuous saphenous vein graft, exhibited 80% stenosis with plaque shelf. It was reported that, prior to this, despite numerous predilation, the physician had encountered difficulties delivering two other manufacturer stents across the lesion. No issues were noted during preparation and inspection of the device prior to use. It was reported that during insertion, the integrity device stuck on the guide wire and force was required to remove it. It was reported that the integrity device was removed and the guide wire rewetted prior to the successful delivery of the stent. It was reported that, on delivery of the stent to the lesion site, the balloon inflation took longer than usual. The stent was successfully deployed; however despite numerous attempts the balloon failed to deflate. The balloon was then over inflated to 18 atms in order to burst it and remove it from the patient. No health hazard was caused to the patient and no other clinical sequelae were reported.